Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information were made, but the lot number of the device was not able to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced cellulitis with recurrent fever. Four days after a pulse field ablation (pfa) procedure using a faradrive sheath the patient developed cellulitis and recurrent fever, potentially related to an access site complication (though all cultures were negative). The cellulitis was located at the right groin. The patient was hospitalized. The patient was administered multiple medications to treat the cellulitis that included cefazolin, vancomycin, ceftriaxone, cefepime, metronidazole, and miconazole along with pain medication to manage pain in hospital. The patient was discharged from the hospital fifteen days after onset to receive intravenous (IV) antibiotics.

Event description:
It was reported that the patient experienced cellulitis with recurrent fever. Four days after a pulse field ablation (pfa) procedure using a faradrive sheath the patient developed cellulitis and recurrent fever, potentially related to an access site complication (though all cultures were negative). The cellulitis was located at the right groin. The patient was hospitalized. The patient was administered multiple medications to treat the cellulitis that included cefazolin, vancomycin, ceftriaxone, cefepime, metronidazole, and miconazole along with pain medication to manage pain in hospital. The patient was discharged from the hospital fifteen days after onset to receive intravenous (IV) antibiotics.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.